Event description:
It was reported that at routine device change-out, after connecting the chronic lead to the new ICD, the patient received multiple inappropriate therapy shocks due to lead noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.